Manufacturer narrative:
The cuvettes were changed and precision testing was performed that was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas integra 400 plus analyzer. The samples were initially tested overnight by a physician in charge and it is not known whether these results were reported outside of the laboratory the next morning, the laboratory assistant noticed the results did not match the previous results or other patient data. The samples were retested and the repeat results were reported outside of the laboratory. Refer to the attachment to the medwatch for the patient data. The reagent lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation determined the event was due to a preanalytic issue at the customer site. The sample was not recentrifuged after storage overnight in the refrigerator and the analyzer alarm trace showed error messages indicating poor sample quality. Preanalytic's are within the customer's responsibility. There was no indication of a device malfunction.